Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a gastroscopy with band ligation performed in the pancreas on (B)(6) 2019. According to the complainant, during the preparation, it was found that the suture had an abnormal loop that attached to the band unit. A photo sent in by the customer confirmed the alleged issue. Reportedly, the physician removed the ligator shrink wrap earlier in the setup process than as instructed in the device directions for use. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1: patient identifier: (B)(6). Block e1: initial reporter phone: (B)(6). Block h6: problem code 1212 captures the reportable event of suture stuck inside the ligator cap. Block h10: investigation results: received one speedband superview super 7 with the ligator head for analysis. It was noticed that the crimp was present on the trip wire. The trip wire was secured in the handle assembly slot when received and the handler slot was observed to have used marks. A visual examination of the ligator head found seven bands present and placed on their original positions. It was also noticed that the ligator teeth did not present any damage and was not in its plastic wrap when received. Additionally, the suture was noted to have moved out of its original position; the suture was found cut, one portion was attached to the trip wire loop while the other portion was attached to the ligator head. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. Based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency, due to problems traced to manufacturing process. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labelling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label. Based on the evaluation of the returned device, the physician removed the ligator shrink wrap earlier in the setup process and it is the step number 10 in the dfu.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a gastroscopy with band ligation performed in the pancreas on (B)(6) 2019. According to the complainant, during the preparation, it was found that the suture had an abnormal loop that attached to the band unit. A photo sent in by the customer confirmed the alleged issue. Reportedly, the physician removed the ligator shrink wrap earlier in the setup process than as instructed in the device directions for use. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.